Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter; product ID neu_unknown_cath, lot# unknown, implanted: unknown, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that a normal elective replacement indicator triggered. The system was replaced. The drugs in the pump were fentanyl, bupivacaine, baclofen, and clonidine.

Manufacturer narrative:
Additional analysis was performed and revealed a deformed pump tube, pump tube binding, and a hole in the pump tube due to mechanical wear. (B)(4).